Manufacturer narrative:
Continued phone number e1: (B)(6). Continued fax number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported left side rupture and "silicone migration". Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as surgical impact opening. Shell thickness within specification. Additional observations: ¿ observed non penetrating nick on the device. No further actions are required as the device was implanted.

Event description:
Health care professional reported left side rupture and "silicone migration". Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Health care professional reported left side rupture and "silicone migration". Device has been explanted and replaced with a non allergan device.